Event description:
It was reported that the surgeon tried to fix the articular surface to the tibial component but was unsuccessful. Another articular surface of the same size was used to complete the procedure.

Manufacturer narrative:
This report will be amended when our investigation is complete.